Event description:
Patient was hospitalized due to melenia/suspected gastrointestinal bleeding and complained of power switching events which were reproducible when patient moved. The controller was exchanged and exhibited dust and dirt in the power port connections. Log files revealed 16 controller power-up events. However, the clinical specialist states these events were due to user mistakes of unplugging both power sources. The controller is being returned to heartware for further evaluation. Investigation is ongoing.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): the patients are instructed to always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Manufacturer narrative:
Implant date removed for peripheral. This device is not implantable. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple occurrences of controller power-up / motor start events. These events are indicative that controller lost both power sources. These events could not be replicated at bench level. Log files also revealed occurrences of critical battery alarms and switching events prior to the 25% threshold. The critical battery alarms and premature switching events are most likely due to communication anomalies between battery and controller. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.